Manufacturer narrative:
Corrected: adverse event checked as it was omitted in the initial submission. Corrected/updated to reflect the information discovered in review. Corrected to include oral history that was omitted during the initial submission. Serial number na. UDI added as it was omitted during the initial submission. Serious injury checked as it was not coded correctly on the intitial submission. Updated to reflect current coding. The device investigation has been completed and the results are as follows: device history record the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the implant was returned but not in the original package. The part was measured and verified to be an inclusive mini implant o-ball 2.5 mmd x 13 mml (70-1068-imp0005). Complaint investigator measured the critical parameters against dwg 3002390 rev 4.0 from DHR and found no deviation. The returned implant had no defect or non-conformity and the threads were intact. The o ball was intact. Bone debris was observed from the implant. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Event description:
It was reported that the inclusive tapered implant failed. Bone grade is listed as grade ii. The patient has a history of "horrible oral hygiene." The patient presented on (B)(6)2017for primary implant placement on tooth #23. On 6-22 returned for a follow up appointment. Upon exam, the provider notes general bone loss and a failure to integrate. It was at that point the device was removed.

Manufacturer narrative:
The dentist reported a patient had implant failure to osseointegrate at multiple sites, and there was general bone loss. However, no harm was caused to the patient. No patient's ethnicity and race were provided. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported of implant failure to osseointegrate at multiple sites and the patient experienced general bone loss. There was no serious injury or adverse event to the patient, and she was reported to be in satisfactory condition. The patient had bone type ii and no pre-existing conditions.